Event description:
6 months after receiving essure, I experienced heavy bleeding, random stabbing pains in my abdomen, difficulty at times having intercourse, bloating, tiredness and fatigue, hot flashes, and depression and mood changes, in 2012 I was also diagnosed with ana. (B)(4) - update on (B)(6) 2014: scheduled to have a hysterectomy on june (B)(6) 2014...